Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis, calcification and vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis, calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation) . (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (2.25mm x 30mm) to a calcified lesion in the rca with 90% stenosis and vessel tortuosity but the device could not cross the lesion due to calcification. The lesion was pre-dilated. The device was inspected before use with no issues noted. The physician removed the device and gave up the surgery. The physician concluded this event was not related to the quality of the device. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. The 6th, 7th, 8th and 9th proximal stent segments were deformed with numerous struts raised. A strut was raised on the 1st distal segment. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).